Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. As received, the monitor displayed service code 102 - charge profile fault. Upon evaluation, the c19 high voltage capacitor had a broken solder connection on the defibrillator board. The cause of the service code was the broken solder connection at the high voltage capacitor. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor sn (B)(4). The patient using the monitor reported that the monitor displayed a service code.